Event description:
During the case the surgeon used a 5.5 arsenal tap and after removed from patient, it was noticed the tap had twisted, so he grabbed another one and the same thing happened. The tap was once again twisted upon removal.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Only one of the two taps in question was returned for evaluation. Visual inspection found the distal fluted cutting section of the instrument to be twisted and deformed. A previous investigation for this type of event found the design of flute depth and geometry, as well as epoxy groove geometry was inappropriate for this application. Contributing factors include surgical technique and misuse, patient bone quality, improper measurement technique of the flutes. An update of the dimensions and material of the arsenal taps and has been implemented to reduce this type of event. Additionally, further investigation on improving inspection methods in collaboration with vendor has identified potential for significant improvement in inspection method. Current accepted inspection process is in place.